Event description:
This lead was returned without documentation from medtronic. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2016 - (B)(6) was able to identify the serial number for this lead as: (B)(4), (B)(4). This device and complaint was already reported to us directly by (B)(6) on (B)(6) 2015. Please reference MDR-1028232-2015-04665.